Event description:
It was reported that the pt underwent a sling procedure in 2004. The winged guide was used by the physician to insert the device. After insertion a cystoscopy was performed, blue mesh was noted in the bladder. The mesh was removed, and a urologist, performed an anterior and posterior prolapse repair and placed sutures in the bladder. The sling procedure was not completed. The pt did well post-operatively.